Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon device interrogation in clinic noted that the right ventricular lead exhibited noise oversensing resulted in pacing inhibition. Programming changed on the sensitivity were suggested; no changes or intervention was reported. There were no patient consequences.